Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment was not seating correctly on the implant at tooth site #28. The procedure was completed with another healing abutment.